Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received missing end cap sticker. Unit received with corroded battery tube. Unit received with cracked case at reservoir tube window corners. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 267 mg/dl. The customer was treated for high blood glucose with bolus pump.. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. The customer stated that her cannula is bent. The customer was advised that we need to replace pump due to dome label missing.